Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Based on the results of the investigation a definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working properly, the device did not recognize a keyboard or a direct feed connection. The issue was found during set up of device. There were no reports of patient involvement.